Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to cracked and bleeding lcd glass. Also unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 246mg/dl at the time of the incident. The customer reported that the pump fell on the tile floor, it has a crack running across the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.